Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the heavily tortuous, eccentric, heavily calcified, 75% stenosed, peripheral vessel with a vessel diameter of 4.0 mm and lesion length of 30 mm, the armada 35 balloon dilatation catheter (bdc) met resistance during advancement. At the lesion, the balloon ruptured during the second inflation attempt at 14 atmosphere (atm). The bdc was removed with some anatomical resistance and a second armada 35 bdc was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.